Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a patient notifier. Post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.